Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when patient presented for routine follow up, multiple episodes of non sustained lead noise were observed. It was noted that these were inappropriate secure sense alerts. Programming changes are planned. Patient will be monitored and device remains implanted.